Manufacturer narrative:
(B)(4). This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited high shock impedances greater than 125 ohms following an inappropriate shock. The associated device recorded code 1004 is indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock and code 1007 is indicative of charge times greater than 45 seconds. Technical services (ts) recommended urgent replacement of device and right ventricular (rv) lead. The patient was hospitalized, and the device was explanted and replaced while the rv lead was surgically abandoned and replaced.